Manufacturer narrative:
Patient information was unavailable. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A successful system checkout was performed which verified that the issue had been resolved. A medtronic representative reported that a successful system checkout was performed which verified that the issue had been resolved. The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was due to user error. The logs showed that the pedal switch was released in the middle of 3d data acquisition.

Event description:
A site representative reported that the image acquisition system (ias) was stuck on 'connected, not ready' for a period of time. The rep restarted the system which seemed to resolved the issue, however, when the site went to take the 2d scout images, they found an isocentre. When the site attempted to take a 3d spin, the spin seemed to stop earlier than normal, and an error message appeared stating "early termination" on the mobile view station (mvs). The rep then went to take the spin again and everything was fine. It is suspected that the rep released the switch early. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Correction: additionally the software investigation identified that a potential contributing factor may have been the pedal switch being less sensitive. Although, this finding is unlikely as there have been no further issues reported with the pedal switch.